Event description:
Related manufacturer reference number: 2017865-2022-47527. It was reported a patient presented with diaphragmatic stimulation on the left ventricular lead. Upon further analysis in clinic, the implantable cardioverter defibrillator (ICD) presented in backup vvi mode. Programming changes were made to address both anomalies. The patient was stable.